Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09073. It was reported that the patient presented for routine generator exchange. It was discovered that the right atrial and right ventricular leads had poor sensing values, increased capture thresholds, and low in-range impedance. X-ray confirmed that the leads had dislodged. There were no abrasions noted on the leads. Both leads were capped and replaced. The patient was asymptomatic and in stable condition.